Event description:
It was reported, the patient¿s coverage was no longer adequate at the lead location. The patient was getting great arm coverage, but no leg coverage. Impedance testing, reprogramming, and x-rays were performed. Impedances were fine and no lead problems were seen at the battery replacement. Lead explant surgery was scheduled for the last week of september.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3986a, lot# n0038948, implanted: 2006 (B)(6); product type lead product ID 7495-51, serial# (B)(4) implanted: 2001 (B)(6); product type extension product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3986ilc, lot# n24228, implanted: 2002 (B)(6); product type lead product ID 74002, lot# n367717, implanted: 2014 (B)(6); product type adapter. (B)(4).

Event description:
The company representative confirmed that the patient¿s implant was scheduled for (B)(6) 2015.

Event description:
The company representative confirmed that a 2x8 lead was implanted. The existing lead and ins was left in place and turned off. The patient was doing well at post surgery follow up.

Event description:
The patient's surgery has been moved until after the first of the year; reason was unknown.

Event description:
It was reported on the day of surgery that the patient has a cervical paddle and thoracic paddle. The thoracic paddle has pulled out. During the (B)(6) reprogramming, the company representative could not get stimulation. It was assumed it was then that the paddle pulled out because they could not get good stimulation for the patient. It was determined that the paddle had pulled out because an x-ray was taken at some point. Today the thoracic paddle will be revised, a different paddle will be placed above the existing paddle and hook up to a new implantable neurostimulator (ins).